Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not turning on. Upon troubleshooting, fse checked the system onsite and confirmed that the host pc was defective. Fse replaced the host pc and loaded the software. After replacing the host pc, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the allura system was not turning on. The device was outside of clinical use at the time of the reported event, no harm was reported to philips. As per the field service engineer, the host pc was damaged. Philips has started an investigation of this complaint.